Event description:
It was reported that the patient presented in clinic for ICD evaluation. The physician performed dft testing and noise with oversensing was noted post high voltage delivery. It was suspected that this was due to the abandoned riata lead interacting with the integrated bipolar element of the durata lead. During the extraction procedure, the physician noted insulation damage on the is-1 connector. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.